Manufacturer narrative:
Na.

Event description:
The initial reporter stated that they received questionable troponin t hs elecsys results from 43 patient samples tested on the cobas e 801 module. The initial results were reported outside of the laboratory and amended reports were issued. The reporter stated that most of the initial results were around 25 ng/l with repeat results of <5 ng/l. The reporter was able to provide 35 examples of questionable results. Please refer to the attachment pt-81312 for the table containing the questionable results. The reagent lot number is 642405. The expiration date was requested but not provided.

Manufacturer narrative:
In the investigation, it was observed that sample quality-related aspiration alarms occurred in all 4 modules. Approximately 8000 results are measured per day with this line. Aspiration alarms are most likely due to preanalytical issues from insufficiently clotted sample material. Based on the information provided, no product problem was identified. The cause of the event could not be determined.